Event description:
It was reported that the patient presented at clinic for a high capture threshold exhibited by their right ventricular (rv) lead. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient remained stable.